Event description:
It was reported by the customer that a pyxis medstation es system had tower door failure. Customer tried to recover the door and tried to reboot but the door was not responding. Customer further mentioned that when on attempting to assign and load, the system indicates that the space was empty. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the defective solenoid on the pop latch assembly. A field service engineer addressed the problem by replacing the pop latch assembly and subsequently retested the cabinet, verifying that all functions operated correctly. This work is recorded in work order: (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.